Event description:
Boston scientific crm received information that this lead had dislodged. After multiple attempts to reposition and re-fixate the lead, the physician requested a new lead with a different fixation.